Manufacturer narrative:
The t:slim pump user guide states: ¿very powerful electromagnets are sometimes used on ¿free-fall¿ or thrill rides. Remove your t:slim pump and do not take it on these types of rides. Also, on high-speed/high-gravity roller coasters, you should disconnect (not stop or suspend) your pump as well.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer took the pump with them on a roller coaster ride. Subsequently, a malfunction alarm occurred and the pump became unresponsive and stopped all insulin delivery. The customer blood glucose level was impacted (300's mg/dl). The customer took a manual injection. It was indicated that the customer had manual injections available for alternate insulin delivery until the replacement pump was received.